Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Resolved at the time of issue

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the navigation system became unresponsive to user input. Rebooting the system resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.